Manufacturer narrative:
Zimmer biomet¿s reference number of this file is the manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
From the journal article, it was found that one patient was implanted with ncb plate and underwent revision due to seroma or haematoma. Journal article: d. Eschbach. One year after proximal or distal periprosthetic fracture of the femur -two conditions with divergent outcomes?.injury, int. J. Care injured 49 (2018) 1176¿1182.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item numbers are available. Event summary: it is reported that one out of 73 periprosthetic fractured patient in the study underwent soft tissue debridement due to seroma or haematoma 6 months after the osteosynthessis. The patient have total knee arthroplasty. The osteosynthesis took place between (B)(6) 2008 to (B)(6) 2016 and ncb-pp or ncb-df plate were used. Review of received data. Journal article: the aim of this study is analyse differences in outcome, complication and chances of restore pre-fracture mobility of periprosthetic femur fracture around total knee arthroplasty (pftka) and total hip arthroplasty (pftha) treated with same surgical technique. 73 patients who had periprothetic fracture treated using mini-open techniqe or minimally invasive approach between (B)(6) 2008 and (B)(6) 2016 are included in this study. Two kinds of plates were used, the periprosthetic non-contacting bridging plate (ncb-pp) and the distal femur non-contacting bridging plate (ncb-df). At least 4 locking screws (with 8 cortices) in diaphyseal and metaphyseal areas were used. More scews were added when only 1 cortex were fixed with screw. Surgical revision was requred for 8 out of 37 patient in pftka group and 4 out of 36 patient in pftha required surgical revision. One case of seroma or haematoma 6 months after osteosynthesis, soft tissue debridement was done. Devices analysis. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation. The compatibility check could not be performed as the ref/lot number, plate type and the combined device (screws/cables) are unknown. Root cause analysis. As the patient underwent only the soft tissue debridement in the revision due to seroma or haematoma, the involvement of the product in this event is unclear. Nevertheless, possible root cause related to soft tissue damage related to the plate is analysed. Root cause determination using rmw (ncb df plate): sharp edges exposed to patient tissues due to lack of adequate design to avoid sharp edges - not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Root cause determination using rmw (ncb pp plate): sharp edges exposed to patient tissues due to lack of adequate design to avoid sharp edges not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Conclusion summary. A periprosthetic fractured patient underwent revision for soft tissue debridement due to seroma or haematoma 6 months after the osteosynthessis. The article does not include the reference, lot number of the plate or any detail of the event. Neither x-rays, operative notes, office visit notes nor any patient medical history were received. Therefore, the event of this complaint cannot be confirmed. The development of seroma or haematoma is related to the soft tissue injury which could be associate with to the trauma and the surgery procedure used during osteosynthesis. The involvement of the ncb plate to this event is unclear. As no trend had been identified for sharp edge or other problem of the plate that could irritate surrounding soft tissue, it is less likely the plate have contributed to this event. However, due to the significant lack of information and the unclear involvement of the device, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). Attachment: [2018-09-06_journal article.pdf].

Event description:
No change to previously reported event.